Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a lead implant attempt, the lead's helix would not responding. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted the helix extended and retracted smoothly and within specification. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a lead implant attempt, the lead's helix would not respond. The lead was removed and replaced. No patient complications have been reported as a result of this event.